Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer 4.1 cubie drawer in main continuously fails and release pockets- unable to recover. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 adverse event problem: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4.1 was experiencing intermittent cubie failures, where cubies would disappear from the drawer despite being physically present. These cubies would sometimes reappear hours later, indicating a potential issue with the drawer¿s controllers or internal connections. A field service engineer resolved the issue by inspecting and reseating all row board cables and pocket contacts, replacing both original controllers, and reconfiguring the drawer. The drawer was then tested using the hardware test application and passed without any issues. The customer successfully recovered four cubies that reappeared after the controller replacement and was able to reload medications without further problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a drawer 4.1 cubie drawer in main continuously fails and release pockets- unable to recover. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.